Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a leak which occurred on the home choice (hc) during fill 1 while the patient was not connected. The home patient (hp) stated that she was really tired that night and had somehow bypassed initial drain to fill 1. She stated that she was not connected. The patient line was leaking fluid as it was still in the blue organizer and the hc was in a fill cycle. The hp was still wearing a mini cap. She said she had received a low drain volume alarm earlier and that she had bypassed. The technical service representative ended therapy. The hc went back to 'load the cassette', and the hp would reset up again. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.